Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd due to cracked lcd controller. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to display anomaly. We were unable to verify an audio/beep anomalies or vibration anomalies due to flashing white lcd. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had white screen and flashing. The customer also reported that the insulin pump was beeping. The customer's blood glucose was unknown at the time of incident. The customer stated that the beep stopped after removing the battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.